Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that after pulmonary vein isolation was conducted with the stsf catheter, cavo tricuspid isthmus (cti) ablation was conducted because fast anatomical mapping turned. During cti ablation at 35w, a high contact force error message displayed. The catheter cable was exchanged, but the issue persisted. Catheter replacement resolved the issue. The procedure was completed without patient consequence. No adverse patient consequences were reported. The observed high force contact has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 6/11/2019. Upon initial inspection, a gap was noticed between the distal side of ring #2 and the polyurethane margin leaving it rough, and reddish - brown material was observed inside the pebax sleeve. During a second visual inspection, a gap was noticed between the distal side of ring #3 and the polyurethane margin leaving it rough and reddish - brown material was observed inside the pebax sleeve. The findings of a gap by the distal sides of both rings# 2 & 3, rough polyurethane margin, and reddish- brown material in the pebax sleeve have been assessed as not MDR reportable as the device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. Scanning electron microscope testing was performed and on (B)(6) 2019, the bwi pal found damage on the polyurethane border of electrode 3, and a hole on the pebax surface due to separation of the pebax and ring. The observed hole on the pebax surface has been assessed as MDR reportable as the device integrity was not maintained. The awareness date has been reset 7/10/2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. During an internal review on (B)(6)2019 , it was noticed that the initial reporter e1, health professional e2, and reporter also sent to FDA e4 sections were omitted in error. Sections have been updated as follows: initial reporter e1 with (B)(6) university hospital (B)(6) health professional e2 with none, and reporter also sent to FDA e4 with no. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. The investigational analysis completed 8/14/19. The device was inspected and a gap was noticed between the distal side of ring # 2 and the polyurethane (pu) margin, leaving it rough. Reddish brown material was observed inside the pebax. The magnetic sensor functionality was tested on carto. The catheter was properly visualized with no errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed the pu border of electrode 3 showed damage on pebax, separation caused breakings of the material below, and separation of the pebax and ring leaving a hole on the surface. Even though the integrity of the ring was maintained, the edge was no longer covered with pu. The object that caused the damage is unknown. No other anomalies were observed. The manufacture team performed an investigation to determine the root cause. The investigation results showed that this issue was not related to the manufacturing process. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the observed damage on the catheter tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).